Event description:
The hospital reported that the guidewire movement was very difficult, and that the catheter advancement over the guidewire was very difficult. The hospital reported that the user did not feel confident in being able to reliably deploy the stent, so the user elected to withdraw and re-attempt with a second stent. The hospital reported that the second stent was accidentally partially deployed prior to reaching the target area, leaving the stent deployed in the femoral artery. The hospital reported that the patient had no serious injury and that the patient is in satisfactory condition.

Manufacturer narrative:
The device in question has not been returned to boston scientific for further investigation. The hospital reported that the stent was partially deployed accidentally. If the device is returned and further significant information is found, a supplemental report will follow.